Event description:
According to the op report, this valve was explanted along with a sjm aortic valve due to endocarditis and mitral regurgitation. Intraoperative "tee" revealed 1+mitral insufficiency. At explant, there was a "large pannus" of clot and fibrinous material at both hinge mechanisms and the posterior annulus. Specimens were obtained for gram stain and cuilture. The valve was excised and there was no evidence of annular abscess or other abscess formation. The mitral valve was replalced with a sjm 33m-101. An infected pulse generator and transvenous av leads were also removed and replaced. All gram stains obtained intraoperatively were noted to be negative and the patient was transferred to the ICU in stable condition.